Event description:
It was reported that at an emergent follow-up appointment, the physician observed high, out-of-range pacing impedance measurements (>2500 ohms) from this right ventricular (rv) lead. High rv capture threshold measurements were also noted. The physician elected to surgically cap and abandon this rv lead. A replacement lead was subsequently implanted to resolve the event. At this time, this rv lead remains implanted, but capped and out-of-service and the patient was stable with no additional adverse effects.